Manufacturer narrative:
This report will be amended when our investigation is complete. Received; evaluation pending.

Event description:
It is reported the hex bolt wouldn't lock or stay in the instrument during attempted use.

Manufacturer narrative:
This follow up report is being filed to relay additional information visual inspection of the returned device revealed wear and tear indicative of many uses. Dimensional analysis could not be conducted, as the device was too severely damaged. There are warnings in the package insert regarding inspection of instruments prior to use and risks associated with worn instruments are addressed in risk documentation. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Investigation results concluded that the event most likely occurred due to wear and tear of the device; however, a conclusive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.